Event description:
When rising from the toilet, the end user lost her balance, reached for the rollator and fell. She fractured her elbow.

Manufacturer narrative:
The end user was reported that she was rising from the toilet and lost her balance. She reached for the rollator and she and the rollator fell to the side. She was diagnosed with a hairline fracture of her right elbow. The elbow was not casted and no treatment was initiated. The sample was returned and evaluated. The left side of the rear support bar was broken. There was damage on the frame tubing near the broken weld, suggesting the product had been used for some time after the support bar originally broke. Marks on the holes in the push handles indicated that they were used at several different heights throughout the lifespan of the product. The hexagonal punched out section on the tubing of the frame was damaged; this is indicative of the adjustment knob bolt head not being properly set into the place before attempting to tighten the handles into position. Signs of wear were evident on the wheels. The brakes were tested. The right brake was found to be slightly out of adjustment. The end user reported that she lost her balance and fell. We have no information indicating a failure of the device caused the fall.